Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight non-coring needle was returned for sample evaluation. Visual and microscopic visual evaluations were performed. Complete fracture was noted on the distal end of the non-coring needle hub and proximal end of the needle segment appeared elliptical in shape. The surfaces appeared to be granular. Therefore, the investigation is confirmed for the reported needle fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(medical device lot #, medical device expiration date, unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a port placement procedure using powerport clearvue implantable port. Prior to the procedure, it was reported that the huber needle was allegedly found broken upon opening the package. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was getting prepared for a port placement procedure using powerport clearvue implantable port. Prior to the procedure, it was reported that the huber needle was allegedly found broken upon opening the package. There was no patient contact.